Event description:
Following angioplasty and stent placement, the nurse pulled the red tab on the pressure device. The bulb inflated, however, the digital readout remained blank. The device was removed. Manual pressure was applied until new pressure device could be placed.